Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic procedure, the evis lucera elite colonovideoscope presented an e315 scope error message (no image). The intended procedure was completed with no surgical delay. It was unknown if the same device was used to complete the procedure. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress which led to unstable connection, causing deformation of the electrical contacts of the scope connector. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.